Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. The reported issue was resolved by replacing the air gas module. The received logs did not contain any records from the even of the date, therefore no logs analysis could be performed. The replaced air gas module was returned for further investigation. Visual inspection of the returned air gas module revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, puc was performed and failed pressure transducer test, internal leakage test and flow transducer test. The returned air gas module still failed pressure transducer test despite replacing the nozzle unit and the inspiratory solenoid. The zero pressure voltage for both pressure sensors were measured and found to be within the specification. Both delta and supply pressure transducer were measured and found to be normal. The conclusion is that the device failed to meet its specifications due to a random component failure on one of the pcbs inside the air gas module.

Event description:
Manufacturer's ref.#: (B)(4).